Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited impedance measurements greater than 2000 ohms. It was noted the physicians are aware of the situation and this lead has noted occassional increases previously. The decision was made to monitor the lead. All other lead measurements are within normal parameters. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.